Event description:
Pt underwent prostate biopsy in clinic with bard marquee biopsy device. Increase rectal bleeding noted after biopsy completed. Bleeding controlled prior to discharge from clinic. Dr. Aware. Bard marquee mqk1825 lot number 0001641391 post-biopsy follow-up call to patient the day after procedure. Manufacturer response for prostate biopsy device, bard marquee biopsy device (per site reporter).